Event description:
It was reported that during a percutaneous transluminal coronary angioplasty/stent procedure resistance was met and stent separation from the stent delivery system occurred. A snare was used to successfully retrieve the stent. Reportedly no pt injury occurred.

Manufacturer narrative:
Evaluation summary follow-up #1: quality assurance analysis of the returned device revealed the stent was returned on the snare device. The stent was severely twisted. The c-flex on the delivery system was not stretched and the c-flex junction was intact. Quality engineering concluded that it is likely the force of resistance to cross the lesion caused the stent to loosen on its balloon, facilitating separation. The exact etiology of the resistnce is unknown, but could be related to pre-dilatation strategy, patient anatomical morphology or patient disease state. Maneuvering through a tortuous vessel or failure to adequately pre-dilate a lesion may cuase a stent to loosen on the balloon and separate from the delivery device. There is no indication in the comlaint that any device defects were noted during preparation. No follow-up action will be implemented. Quality engineering will continue to monitor this product issue. There is no indication in the complaint that any quality issues were encountered with the device. A review of the finished device manufacturing records did not reveal any non-conformities which could have contributed to this product issue. A review of the complaint history revealed no reported incidents for this product lot. As part of co's manufacturing and quality processes all acs multilink stents are inspeced during the final manufacturing phase to ensure proper device structure and integrity. Smaples from each lot are visually, dimensionally and functionally inspected.